Event description:
It was reported that the patient¿s pacemaker and right atrial (ra) lead exhibited noise oversensing, resulting in inappropriate atrial tachycardia/atrial fibrillation (at/af) episode detections. No intervention was reported, and the patient experienced no adverse clinical consequences.